Manufacturer narrative:
Article: stenosis after esophagojejunostomy with the hemi-double-stapling technique using the transorally inserted anvil (orvil¿) in roux-en-y reconstruction with its efferent loop located on the patient¿s left side following laparoscopic total gastrectomy author: takaya tokuhara publication: springer science+business media, llc, part of springer nature 2018. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to literature source of performed from november 2013 to december 2016, 24 patients with gastric cancer underwent intracorporeal circular-stapled esophagojejunostomy with the hemi-double-stapling technique using the orvil in antecolic roux-en-y reconstruction. Complications related to anastomosis were, 1 patient (4.1%) had anastomotic leakage, 2 patients (8.3%) had anastomotic stenosis, and 1 patient (4.1%) had intra abdominal bleeding.